Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an issue with the calcode on their one touch ultra 2 meter. The patient mentioned that they first noticed the allege disuse on (B)(6) 2011 at 10:35am. Due to the alleged issue the patient was unsuccessful in obtaining a blood glucose reading. Approximately 7-10 minutes later the patient felt shaky and did not treat themselves or seek any medical attention. Issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the reported issue, they were unable to test and later developed symptoms of a serious injury.